Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal ligation procedure. The exact procedure date was unknown. During the procedure, the bands would not deploy. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal ligation procedure. The exact procedure date was unknown. During the procedure, the bands would not deploy. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h2 (additional information): block d4 (lot number, expiration date) and block h4 (device manufacture date) have been updated based on the additional information received on november 28, 2022. Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (including the handle and the ligator housing) was analyzed, and a visual evaluation noted that the ligator housing was returned without the bands. The suture thread was broken, possibly during the device removal. The device was observed under magnification, and the handle had marks of the insertion of the trip wire. The suture hole and the ligator housing teeth were in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the returned handle assembly were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis the returned device showed no evidence of problems or defects. The handle was in good condition and worked as intended. Perhaps the technique used, or patient's anatomical conditions could have contributed to this event; however, there is no objective evidence to determine that the reported event occurred due to a device problem. The returned suture thread was broken, because there was no information about a rupture of the suture thread, it is possible that the suture was broken during the device removal. Therefore, the most probable root cause of this complaint is no problem detected.